Event description:
Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: crease fold. Deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade: IV. Device remains implanted.